Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease flat, one opening curved on radius, brown particles in the inner surface and yellow particles in the shell. Leak test and microscopic analysis was performed which identified: one opening sharp on radius. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is one sharp opening on radius due to an unidentified (tear) opening.

Event description:
Physician reported a tissue expander was placed after mastectomy. 16 months later, patient observed "expander shrinking, during explantation a linear rupture was discovered on the inner surface". The device has been explanted and not replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Deflation: patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Physician reported a tissue expander was placed after mastectomy. 16 months later, patient observed "expander shrinking, during explantation a linear rupture was discovered on the inner surface". The device has been explanted and not replaced.